Event description:
The customer reported that while pipetting an hbsag assay on ortho summit sample handler several wells had flow diluent and no error message was generated. A field service engineer was dispatched but could not reproduce the problem. The engineer cleaned the instrument and replaced the tip clamps and lld springs. In addition, diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.